Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator and lidstock for analysis. Signs of use in the form of biological material were observed inside the dilator tip. Visual analysis of the dilator revealed that the tip was split and folded. Microscopic examination confirmed the damage. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The guide wire inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The dilator inner diameter at the proximal end measured 1.143mm, which is within the specification limits of 1.12mm-1.20mm per the dilator extrusion product drawing. A lab inventory guide wire was inserted through the dilator. Slight resistance was encountered at the tip due to the damage; however, the guide wire passed through all sections of the dilator with minimal force applied. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted and stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was split and folded. Despite the damage, all relevant dimensional requirements were met. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage , the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, when the user attempted to use the dilator, the tip was found frayed. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the user attempted to use the dilator, the tip was found frayed. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred.